Manufacturer narrative:
Complete UDI - (B)(4). H6: evaluation codes updated. Device evaluation: no product was returned. The reported complaint was unable to be confirmed. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no cassette alarm even though the treatment had been in progress since the previous day and there was still liquid in the tank. No patient injury was reported.